Event description:
The clinician reports the implant was inserted (B)(6) 2005 in ada 14. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type IV. No product was returned to the manufacturer. At the event the patient experienced: abscess. No further patient complications were reported.